Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can not read the display of insulin pump. The customer¿s blood glucose was 110 mg/dl. Customer called in to ask for a replacement insulin pump since the current insulin pump was broken. Customer said that wile changing the batteries he figured that there was a crack on the compartment. Customer stated no physical damaged to the reservoir lip ring. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.